Event description:
It was reported that as the surgeon was trying to stimulate during a scheduled thyroid procedure, it was noted that the nerve monitor was only stimulating at half of the setting. There was no impact to the patient. The device was returned to the manufacturer for service.

Manufacturer narrative:
(B)(6). (B)(4). Conclusion: a voluntary medwatch 3500a form was not received from the reporter. The product was returned to the manufacturer for analysis. This device is used for treatment purposes. Blank fields in this report are a result of information not provided by the physician and/or user facility. Analysis results: the main board was found to be at fault during the analysis. It was replaced and the device was cleaned, tested and passed all manufacturing specifications. Device description: the nim neuro 3.0 is an eight-channel, the nim-response 3.0 is a four-channel emg monitor for intraoperative use during surgeries in which a nerve is at risk due to unintentional manipulation. The nim 3.0 system records electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. The monitor utilizes touch screen and color graphic user interface (gui) along with the audio feedback to increase the usability of the device. The nim does not prevent the surgical severing of nerves. If monitoring is compromised, the surgical practitioner must rely on alternate methods, or surgical skills, experience, and anatomical knowledge to prevent damage to nerves.